Event description:
The plaintiff, alleges that in the plaintiff's work as a respiratory therapist the plaintiff inhaled and was dermally exposed to substantial amounts of latex proteins in the various latex gloves, and that the plaintiff has suffered injuries caused by this exposure. The plaintiff also alleges that in 1999 the plaintiff discovered that as a cumulative result of the plaintiff repeated and substantial exposure to latex gloves, the plaintiff had a type I latex allergy, which causes the plaintiff to suffer severe and immediate reaction upon re-exposure to latex or latex-containing products. The plaintiff further alleges that the plaintiff has developed serious, severe and permanent bodily injuries, including but not limited to the development of type I latex allergy, chest tightness, shortness of breath, hoarseness, nausea, headache, rashes, runny nose, watering eyes, loss of sleep, extreme discomfort, fatigue, depression and emotional distress, all of which are or may be permanent, continuing, life-threatening nature. Furthermore the plaintiff alleges that the plaintiff has suffered great physical pain and mental anguish and will continue to suffer great pain of body and mind throughount the plaintiff's lifetime. The plaintiff alleges that the plaintiff has incurred hospital and/or medical and/or pharmaceutical and/or other expenses and will continue to incur such expenses in the future. The plaintiff also alleges that the plaintiff suffers a physical impairment at this time and will continue to suffer this impairement in the future due to the disabling character of the plaintiff's injuries. The plaintiff further alleges that the plaintiff has suffered a loss of earning capacity and wages and will continue to suffer a loss of earning capacity and wages throughout the plaintiff's lifetime. Furthermore the plaintiff's alleges that prior to the onset of the plaintiff's injuries, the plaintiff was extremely active and participated in numerous hobbies and activities, and as a result of their illness, has been and will be prevented from engaging in many of said activities which were normal to the plaintiff prior to developing the plaintiff's latex-related injuries. The plaintiff alleges that because the plaintiff has type I latex allergy, the plaintiff is at severe risk of suffering anaphylactic reactions when the plaintiff comes into contact with many different commonly used products which contain latex proteins. The plaintiff also alleges that the plaintiff must live the plaintiff's life in constant vigilance for the presence of latex products. Furthermore the plaintiff alleges that the plaintiff is permanently restricted in the plaintiff's life as to where the plaintiff's can go and what the plaintiff can do with the plaintiff's career and the plaintiff's family. The plaintiff alleges that the plaintiff has been and will be prevented from participating in and enjoying the benefits of a full and complete life. The plaintiff's spouse, alleges that they have suffered and will suffer the loss of the plaintiff services, consortium, financial support, and the care and confort of the plaintiff's society, as well as suffering mental anguish; and has incurred and will incur expenses in the future for medical attention rendered to the plaintiff. Finally the plaintiff's other family member, alleges they have suffered and will suffer mental anguish, in addition to the loss of the plaintiff's guidance and counseling, financial support, services, comfort, love, affection, companionship and society.